Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/25/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * could you please provide the photo mention in event description. --after confirmed with the sales rep via phone today, no photo can be provided for analysis. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it received one needle-sutures outside its packaging that pertains to product code sxpp1a405. During the visual assessment of the needle suture, it was noted that the swage and attachment area was as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The sutures were examined, body fluids and damage at some barbs were noted and both sides of the fixation tabs were broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported from the analysis of the returned product that suture degradation was observed, the sutures were examined, body fluids and damage at some barbs were noted and both sides of the fixation tabs were broken. It was reported that a patient underwent an spinal correction procedure on (B)(6) 2023 and a barbed suture was used. It was reported that the fixation feature had been missing before using on patient during spinal correction surgery. Changed another one to complete the surgery. There were no adverse patient consequences were reported. Additional information was requested.